Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported ¿bilateral capsular contracture grade IV¿, ¿simple right cyst¿, ¿a small amount of pericapsular fluid is observed¿, ¿round, bilateral calcifications¿. Device remains implanted.